Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 262-400 mg/dl. Cause of elevated bg level was customer's brittle diabetes. Bg was treated with intravenous fluids. Reportedly, customer continued to use the pump for insulin delivery.